Event description:
It was reported that the ventilator's top display was distorted. The ventilator was not on a patient at the time of the event. The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board) (pcb). The ventilator passed self-testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.